Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 8.0 inr. The lab result reported was 3.68 inr. The device was replaced and requested to be returned for eval.